Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) oversensed noise on the right ventricular (rv) lead, shock channel, and non-boston scientific right atrial (ra) lead. Technical services (ts) was contacted, and ts recommended bringing the patient in for testing to see if the noise could be reproduced. The crt-d system remains in service. No adverse patient effects were reported.